Event description:
Hill-rom received a report from the account stating a likorall 242 s was leaking oil. The lift was located in (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account found the actuator needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the actuator restoration set to resolve the issue. Based on this information, no further action is required.